Event description:
Reporter noted a particle, the size of a piece of sand, was seen in pt's eye. No intervention reported. Pt status not provided.

Event description:
Follow-up noted metallic foreign gody entered anterior chamber from phaco bore; removed with forceps and surgery continued uneventfully. No pt injury.